Event description:
It was reported by the customer that the clip is broken in the place where the battery is inserted. During fse evaluation it was noticed that the ac power supply was defective. There was no report of patient involvement.

Event description:
It was reported by the customer that the clip is broken in the place where the battery is inserted, during fse evaluation. It was noticed that the ac power supply was defective. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.